Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical systems corporation (omsc), japan (received at omsc on 2022-02-02). The physical device inspection performed by omsc confirmed that the functionality of the footswitch was disturbed due to a defective reed contact. Thus, the incident can be attributed to component failure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the footswitch without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Event description:
Olympus was informed that during an unspecified therapeutic procedure the surgeon first used the hot biopsy forceps with the esg-100 electrosurgical generator and then replaced the treatment instrument with a snare, but the esg-100 then could no longer be activated with the footswitch. The intended procedure was cancelled and had to be performed at a different hospital. No further information was provided.